Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a cracked battery compartment issue, and the threads on the battery cap are stripped. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings. Pump was returned with the battery compartment cracked at case seal to the left side of the bumper pad and from case seal traveling to bumper. Battery compartment threads are stripped and are unable to secure. Test cap was able to hold for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.